Manufacturer narrative:
Visual inspection by the biomed tech found that the device was not alarming. Results of functional testing indicate the remote service engineer (rse)found that the default alarm was turned off. The rse guided the biomed through the process of checking and setting the default alarm on the pic ix. The device was operational after the default setting update was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center pic ix (866389) indicating that monitor alarm was not alarming. There was no patient death or harm.